Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician via a company rep and forwarded by our local affiliate (B)(4). Initial and f/u info received on 4/30 and 5/8/09 respectively were processed together. This case involves a pt (age and gender nos) who received poly-l-lactic acid (sculptra) therapy (dates and details of treatment nos). Relevant medical history and concomitant medication info were not mentioned. On an unk date, the pt developed nodules. Corrective treatment, if any, was not specified. Event outcome is unk.

Manufacturer narrative:
(B)(4). It revealed: bbr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show an anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided.